Event description:
It was reported that in (B)(6) 2010, the patient broke a wire in their brain and had to have it replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted:(B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v031485, implanted:(B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v031485, implanted:(B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted:(B)(6) 2010, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted:(B)(6) 2010, product type: extension. (B)(4).